Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a ar-1317ft nano corkscrews tip broke upon insertion and also cut the suture that was apart of it. This occurred on (B)(6) 2022 during a perilunate tendon repair. The broken tip was retrieved, and the case was completed with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.